Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that when the patient presented in clinic for a follow up, loss of capture on every pacing vector was observed on the left ventricular (lv) lead. Lead dislodgement was confirmed via chest x-ray. The lead was explanted and replaced. The patient¿s condition was stable.